Manufacturer narrative:
A ge service rep performed an on site investigation. A plug was repaired. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.